Event description:
The dr. Removed the screw because the pt was complaining of pain and swelling. The screw looked like chalk and was crumbling.

Manufacturer narrative:
Product recall initiated on august 21, 2007.